Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the inability to aspirate the catheter was undetermined. The cause of the reduced reservoir capacity was not determined. It was suspected that there was air in the reservoir. The physician was now able to refill the pump. The patient's catheter was replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal sufentanil (4,000 mcg/ml at an unknown dose) for non-malignant pain. It was reported that a dye study was conducted and they were unable to aspirate from the catheter access port. It was reported that the catheter would be replaced at a later date. There were no known environmental/external/patient factors that may have caused or contributed to the event. Surgical intervention was planned but not yet scheduled. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked and would not be made available. 2024-10-04 rtg0670239 (rep) additional information was received from a company representative (rep) reporting that the hcp was only able to get 30ml of drug into the pump. The pump was not filled to capacity at replacement and when they went to fill it next week they were only able to get 30ml in. At time of refill they got out the expected volume of 4-5ml. The patient came back in today and they tried to fill again and were only able to get about 30ml and could not get any more into the reservoir. The hcp came on the line and mentioned they did a dye study and the patient was coming back to replace catheter in the next week. Caller inquired if they should replace pump as well. The caller stated the patient had not been exposed to any hyperbarics, scuba diving, or any other unusual environment.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2016; product type: catheter. Product ID: 8784; serial#: (B)(6); implanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-sep-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 24-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.